Manufacturer narrative:
Integra has completed their internal investigation on january 12, 2018. Results: no sample will be returned for evaluation. No pictures of skin condition were provided and therefore the event could not be confirmed. DHR review; could not be performed since no catalog /lot number was reported. Complaints history; upon review of complaint system from november 2015 ¿ december 2017, a total of 44 complaints (including the one under evaluation) related to skin irritation and/ or adverse reaction for biopatch product family. Eighteen (18) of these 44 complaints are related to children or babies, for which safety and effectiveness of the device has not been established as indicated in the IFU. Approximately 35,390, 381 units have been released for distribution since june 2014 - june 2016, resulting in a complaint occurrence rate of approximately 0.00012%. Based on the severity of harm and likelihood of occurrence, the risk associated to the hazardous situation is deemed acceptable since the calculated complaint occurrence rate (0.00012%) is below 0.01% likelihood of occurrence. Conclusion: no assignable cause that could be associated to the manufacturing process of biopatch was identified.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
Neonatal network (2009) published "catheter-associated bloodstream infections in the nicu: getting to zero". The report discussed a quality improvement project extended part of the institute for healthcare improvement (ihi) bundle to the neonatal population by introducing chlorhexidine gluconate (chg) (alcohol-based) as a skin antisepsis and a chg impregnated patch (biopatch) around the catheter insertion site to provide an additional antimicrobial barrier. The implementation of chg for skin antisepsis began in (B)(6) 2006. The biopatch was placed on all patients with broviac catheters. Two infants with broviac catheters who required long-term care tolerated the use of chg for six months, then developed minor skin irritation with the use of the chg patch around the insertion site. The decision was made to stop the use of chg and the biopatch.